Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09july2019. The service technician confirmed customer getting symptom codes est and sst tests failures (extended self-test / short self-test). Upon further testing the service technician reported, the o2 sensor test was failing in est and replaced the o2 fuel cell sensor and performed est test. The device successfully passed performance specification testing after the repair was completed.

Event description:
The customer reported the unit was getting popup as low oxygen (o2). There is no patient involvement.